Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, insulin was dripping during fixed prime. Customer was advised the site might be occluded. Customer was advised to change entire set, reservoir, and insulin. Customer will not be returning the device for analysis.